Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd needle 18x1-1/2 ll eclipse experienced a safety shield failure. The following information was provided by the initial reporter: when using a needle, the safety device (cover) escapes due to the fragility of the material, making it impossible to seal the needle.

Manufacturer narrative:
Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4. Medical device lot #: 2120853 d4. Medical device expiration date: 30-apr-2027 h4. Device manufacture date: 28-may-2022 d4. Medical device lot #: 2159981 d4. Medical device expiration date: 31-may-2027 h4. Device manufacture date: 13-jun-2022 d4. Medical device lot #: 2120851 d4. Medical device expiration date: 30-apr-2027 h4. Device manufacture date: 25-may-2022 h6: investigation summary photos received by our quality team for investigation. Upon visual inspection, a used syringe filled with liquid is observed with the safety shield broken off. Physical samples are required to assess further and determine a root cause. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd needle 18x1-1/2 ll eclipse experienced a safety shield failure. The following information was provided by the initial reporter: when using a needle, the safety device (cover) escapes due to the fragility of the material, making it impossible to seal the needle.